Manufacturer narrative:
Age of device: 8 months, 23 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that device alarmed for low voltage alarm followed by a "no external power" alarm. The manufacturer's technical service representative observed 4 low voltage and no external power alarms while attached to mobile power unit (mpu). Additional information was requested but not yet provided.

Manufacturer narrative:
The serial number of the device was requested but not provided. No product was returned for evaluation. Evaluation of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the patient¿s mpu could not be conclusively established. The system controller event log file contained data from 19jun2018 at 18:20:46 through 28jun2018 at 19:52:54. The file captured 4 separate events in which low voltage and no external power alarms were active. In each of these cases the alarms appeared to be caused by a loss of ac power while the system controller was connected to the mpu. In each of these events, the rsoc dropped from the expected approximately 12v down towards approximately 0v over the course of 3-8 seconds. These events occurred on 19jun at 18:20:46, 20jun at 04:09:15, 23jun at 00:32:03, and 28jun at 18:47:58. The system operated on the system controller's internal backup battery (ebb) until the power to the mpu was restored. No additional atypical alarms were captured for the remainder of the file. The pump speed did not drop below the low speed limit of 5000 rpm for the duration of the file, including the no external power events. The system controller periodic, lvad event and lvad periodic log files were also reviewed and no additional atypical events or trends in pump parameters were captured. Attempts were made to clarify whether the mpu cord came loose from the wall or the mpu, however, no further information was provided. The mpu was not returned for analysis. The hm3 patient handbook explains how to use the mobile power unit and how to connect the power cord. This document warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. This handbook and the hm3 lvas instructions for use explain all alarms and the proper actions to take if the alarms cannot be resolved. Patient remains ongoing with the device. The device serial number was not provided; therefore, a review of the device history records could not performed. The manufacturer is closing the file on this event.